Event description:
Same case as MFR#: 2134265-2010-01611. It was reported that during a percutaneous coronary intervention procedure, catheter perforation, removal difficulties and a vessel dissection occurred. Access was obtained through the femoral artery. The 18x2.75mm, de novo, chronic total occlusion target lesion was located in the non-tortuous and moderately calcified distal right coronary artery (rca). An 0.014¿ pt graphix guide wire was advanced to the lesion and an unspecified 2.0 x 20mm balloon was used to treat the very narrow part of the lesion. Next, a 2.0x20mm apex balloon catheter was advanced to the mid-distal rca. The pt graphix was pulled out into the balloon shaft area and in the attempt to re-establish a distal wire location. However, the guidewire perforated from the inner lumen into the apex balloon catheter and got stuck. The devices were removed as a unit. The vessel dissection was confirmed at this point. Per the nurse, the dissection occurred while advancing the 2.0x20mm apex balloon catheter to the mid-distal rca. A new wire and balloon catheter was used to complete the procedure successfully without any additional patient adverse events.

Manufacturer narrative:
Device evaluated by manufacturer- the pt graphix guidewire was returned with kinks present throughout the length of the unit. The tip coiled core wire was protruding at the distal tip of the related device. The suspected fractured core wire was further analyzed under scanning electron microscopy (sem); results of the examination of the fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. No reduction on the cross sectional area was noted and no material anomalies were observed. The fracture surface was caused by a torsional type overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-01611. It was reported that during a percutaneous coronary intervention procedure, catheter perforation, removal difficulties and a vessel dissection occurred. Access was obtained through the femoral artery. The 18x2.75mm, de novo, chronic total occlusion target lesion was located in the non-tortuous and moderately calcified distal right coronary artery (rca). An 0.014' pt graphix guide wire was advanced to the lesion and an unspecified 2.0 x 20mm balloon was used to treat the very narrow part of the lesion. Next, a 2.0x20mm apex balloon catheter was advanced to the mid-distal rca. The pt graphix was pulled out into the balloon shaft area and in the attempt to re-establish a distal wire location. However, the guidewire perforated from the inner lumen into the apex balloon catheter and got stuck. The devices were removed as a unit. The vessel dissection was confirmed at this point. Per the nurse, the dissection occurred while advancing the 2.0x20mm apex balloon catheter to the mid-distal rca. A new wire and balloon catheter was used to complete the procedure successfully without any additional patient adverse events.

Manufacturer narrative:
(B) (6).(B) (4). (B) (4).